Event description:
It was reported that during the implant procedure, the physician attempted to implant the left ventricular (lv) lead lead into the p atient's coronary sinus. Due to the patient's anatomy, the physician momentarily withdrew the lead. While the lead was laid out on the table, the physician noticed what appeared to be blood inside the lumen/insulation of the lead. At no point was the lead flushed with saline during the procedure. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.